Event description:
The customer reported the system displayed a communication error. This error will likely result in a system lock up, no boot, or shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ups (uninterruptible power supply) was replaced and the system software was upgraded. The system was then found to be operating as intended.